Manufacturer narrative:
This report is submitted on february 16, 2018, (B)(4).

Event description:
Per the clinic, the device was explanted due to a suspected infection (date not reported). It is unknown whether the patient was reimplanted with another device, as of the date of this report.